Manufacturer narrative:
Reliability analysis inspected one opened enlite sensor, and performed bicarbonate buffer test. The sensor passed with accurate readings. Also, the cannula was bent. We were unable to confirm that the customer received the sensor in said condition due to the product being opened when returned.

Event description:
While reporting a sensor error, customer stated that his blood glucose level was 49 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.